Manufacturer narrative:
(B)(6). A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
It was initially reported that there was separation of the markers on a super torque catheter making the catheter withdrawal difficult. The marker bands moved but remained on the catheter. Excessive force was needed to remove the device resulting in the marker band movement. The marker bands did not fall off the catheter into the patient. They remained on the catheter but moved from where originally placed during manufacturing. The device was removed from the patient with the guide 0,035 with the 6f introducer. There was no patient injury. The procedure being performed was a thoracic endoprosthesis. The target site was the aorta. It was not calcified or tortuous. Access was via the femoral artery. The marker bands moved during withdrawal. There was resistance felt when removing the catheter resulting in movement of the marker bands upon passage in the introducer. Excessive force was needed to remove the device.

Manufacturer narrative:
It was initially reported that there was separation of the markers on a super torque catheter making the catheter difficult to withdrawal. The marker bands moved but remained on the catheter. Excessive force was needed to remove the device resulting in the marker band movement. The marker bands did not fall off the catheter into the patient. They remained on the catheter but moved from where originally placed during manufacturing. The device was removed from the patient with the guide 0.035 wire with the 6f introducer. There was no patient injury. The procedure being performed was a thoracic endoprosthesis. The target site was the aorta. It was not calcified or tortuous. Access was via the femoral artery. The marker bands moved during withdrawal. There was resistance felt when removing the catheter resulting in movement of the marker bands upon passage through the introducer. Excessive force was needed to remove the device. A non-sterile diagnostic cath mb 5f pig 110cm 6sh was received for analysis coiled inside a plastic bag. Per visual analysis, 12 out of 20 marker bands were found moved/out of position at the distal section of the unit (from mb 9 to mb 20). The distal section of the unit was observed under vision system and was observed elongated near to the 20th marker band. The marker band #8 had a compressed condition. Also, all marker bands were inspected under vision system and marks¿ surface did not present evidence of damage (scratches, peelings, abrasions, etc.). Marker bands 1 to 8 remained in their original positions (the position of the marker bands is numerated from the distal end to the hub). As per specification, catheter length was measured and result was found within specification. The involved sheath introducer was not received. No other anomalies were found. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The catheter ID and od of body shaft was measured at proximal, middle and distal body shaft sections as well as the tip section measured between moved marker bands and results were found out of specification due to the elongated portion where the marker bands moved. A .038¿ emerald guide wire lab sample was inserted through the catheter via tip. Emerald guide wire was stopped at 11.5 cm from distal due to the compressed condition of the marker band #8. Also, the guide wire was inserted via hub and it went through until it was stopped at 97 cm from the hub, due to the marker bands being out of position. Also, the catheter was inserted through a 6fr sheath introducer lab sample, the catheter was inserted and withdrawn without any difficulty. The complaint reported as ¿withdrawal difficulty¿ was not confirmed since functional analysis was successfully performed. The complaint reported by the customer as ¿marker band-offset/out of position-in patient¿ was confirmed as the catheter marker bands were out of position upon receipt. Results showed that the section with the marker bands displacement presented with elongations. However, the exact cause of this condition could not be conclusively determined during the analysis since the device did not present any obvious indication of manufacturing defect or anomaly that could contribute to the event as reported. The marker bands were placed on the correct position at a certain time owing to the outer diameter reduction of the body. According to the products instructions for use, users are warned that manipulation of the catheter under excessive friction due to interaction with other devices or while trapped in the vasculature, can lead to stretching or elongation of the catheter. Stretching or elongation of the catheter during endovascular procedures could result in the marker bands moving along the catheter. In extreme cases, marker bands may come off the catheter and dislodge into the vascular system. Controls are in place to verify the catheters for marker band defects. Neither the device history record review nor the product analysis suggests that this event is related to the manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.

Manufacturer narrative:
The device was returned and was updated accordingly. The engineering report will be submitted within 30 days upon receipt.